Event description:
It was reported that the patient presented in clinic for follow-up. Upon examination, it was noted that the right atrial (ra) lead exhibited failure to capture, low p-wave amplitude sensing, and extra cardiac stimulation. The suspected cause was atrial lead dislodgement. The atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted the atrial lead was undersensing atrial activity.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, undersensing, and extra cardiac stimulation were not confirmed. A complete lead was returned in one piece for analysis. Visual, helix, and electrical examination were normal with no anomalies found.